Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, documentation, instructions for use (IFU) and quality control was conducted during the investigation. The customer returned one used tpns catheter for investigation. Upon visual inspection, the catheter was fractured at the glue joint between the catheter manifold and the silicone radiopaque tubing, the remainder of the tubing was visually inspected and no other defects were found. The work order and production records for the component device show no abnormalities in production. There were no recorded nonconformances in production of this lot. There is no evidence to suggest that the complaint device was not manufactured to specification. The device is shipped with an IFU; which gives device description, intended use, warnings, contraindications and instructions for placement, use and maintenance of the device. It is possible to suggest that the catheter was damaged during use, but this cannot be confirmed based on the customer's description of the event. We are unable to draw a conclusion to the root cause of this incident. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
A long-term central venous catheterization was performed on a (B)(6) male patient on (B)(6) 2015. On (B)(6) 2015, the nurse reported an unusual look of the outer layer of the catheter. The nurse states that the catheter was broken, but functions under close control. On (B)(6) 2015, the nurse reports on catheter malfunction- leakage at the site, where it looks broken. The catheter is closed with a clip. On (B)(6) 2015, the catheter was replaced. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A long-term central venous catheterization was performed on a (B)(6) male pt on (B)(6) 2015. On (B)(6) 2015, the nurse reported an unusual look of the outer layer of the catheter. The nurse states that the catheter was broken, but functions under close control. On (B)(6) 2015, the nurse reports on catheter malfunction- leakage at the site, where it looks broken. The catheter is closed with a clip. On (B)(6) 2015, the catheter was replaced. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.